Event description:
Discovered during routine equipment check that the cap at the end of the "laryngescope" handle was broken and unable to lock into place. Advised supervisor on duty "whom" directed that piece of equipment to be replaced. Of note, this has been discovered on at least three sets of this new equipment and it was noted the small "plastics" "phlanges" do not stay intact to hold battery in place.